Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary ==> according to the information received, it was reported that ¿the needle¿s tip broke while in use of an auto capture¿. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (63830), and no non-conformance was identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: an mre review was performed, and results obtained as below: product code: 214141. Lot number: 63830. Anomalies or discrepancies (non-conformance): none. Device history batch: null. Device history review: null.

Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure on (B)(6) 2022, it was observed that the tip on the expressew iii needle device broke during auto-capture. The broken tip was left in the patient. The procedure was completed less than 30-minute surgical delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Subsequent follow-up with the customer, additional information was received regarding the event. The following were reported by the sales rep: the surgeon used the device in its usual way. The patient's rotator cuff was degenerative and hard. The sales rep was asked by the surgeon if an MRI can be done with a fragment of the broken needle still in the patient¿s body. The sales rep responded that since the fragment was metal, an MRI would not be safe. The patient is experiencing pain, but it is unknown whether the fragment left in the patient¿s body is related to the pain. The patient can lift the arm, and the fragment left in the patient¿s body has moved from near the rotator cuff to near the scapular spine.